Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device sterility issues occurred. An s/s xch/035/180 amplatz super stiff¿ guide wire was opened. However, it was noted that the individual packet was unsterile. No patient complications were reported since this was nowhere near a patient.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned with its original pouch. The bottom end of the received pouch was completely opened; this section of the pouch did not show evidence of sealed marks. One of the other 3 sides shows evidence of a double sealed section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that device sterility issues occurred. An s/s xch/035/180 amplatz super stiff guide wire was opened. However, it was noted that the individual packet was unsterile. No patient complications were reported since this was nowhere near a patient.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned with its original pouch. The bottom end of the received pouch was completely opened; this section of the pouch did not show evidence of sealed marks. One of the other 3 sides shows evidence of a double sealed section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that device sterility issues occurred. An s/s xch/035/180 amplatz super stiff guide wire was opened. However, it was noted that the individual packet was unsterile. No patient complications were reported since this was nowhere near a patient.